Event description:
It was reported that a transapical (valve-in-valve) procedure was performed after an implant duration of approximately ten (10) years. The reason for the valve-in-valve procedure is unknown. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. An edwards transcatheter heart valve was implanted in the same position.

Manufacturer narrative:
Device not explanted. The subject device was not explanted, therefore, the root cause of this event could not be conclusively determined. It was reported that the patient had transcatheter aortic valve replacement (valve-in-valve). The reason valve-in-valve intervention is unknown. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. Reoperative valve surgery and valve-in-valve intervention carry significant risk. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Manufacturer narrative:
It was identified, through review of source documentation provided, that the device was explanted due to prosthetic mitral valve regurgitation with calcification. No other details were provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although the root cause of this event cannot be confirmed without the subject device (remains implanted), it appears that the patient's regurgitation was likely caused by the reported calcification. There have not been any allegations of a malfunction or deficiency related to the edwards valve. No further actions are possible with the available information.